Event description:
Customer reported that vesphene was used to clean various lma's for approximately two weeks. The problem was discovered after several patients complained of severe sore throats. Letters inquiring about sore throat, treatment and recovery have been sent to surgeons and primary care physicians by the user facility. To date, eight patient's have reported sore throats. Two patient's have responded that symptoms resolved in 2-3 days, and six patients have been referred to ear, nose and throat doctor for treatment. One patient complained of a severe sore throat and difficulty swallowing. It was reported that patient was treated with systemic antibiotics and steroids. Symptoms have improved, but it is unknown whether or not their symptoms have completely resolved. Information regarding treatment and resolution of event for the other patients is not known, however, physicians are being contacted to obtain follow-up information for each patient. Vesphene contains phenols, and the product labeling warns that such agents should not be used to clean lma's. The user facility reported that all laryngeal mask airways have been discarded and replaced with disposable masks. If further information is obtained a follow-up report will be filed.

Event description:
Since initial report, an additional 7 pts have been identified as experiencing sore throats following use of an lma airway that had been cleaned with a phenol based agent. Total is now 15 pts. No intervention was reported for any of these add'l cases. All symptoms have resolved in all but one pt, who has continuedto experience voice hoarseness and is being treated with a 60 day course of an unknown medication prescribed by an ent physician. If further info is obtained, a f/u report will be filed. The most likely cause for the pt adverse events is exposure to an lma that was improperly cleaned or sterilized using an unapproved chemical agent. Vesphene contains phenols, and the product labeling warns that such agents should not be used to clean lma's. This report contains info from third parties, the accuracy of which has not necessarily been confirmed by the reporter.